Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having an issue with the reservoir and she couldn't fill it with insulin. Customer stated that it starts to leak insulin and some reservoirs will explode if she tries to fill them. Customer stated that she has been short on her reservoirs and last night, two reservoirs did not work. Customer stated that the first one could not be filled and then the second one exploded at the bottom of the reservoir when she filled it. Customer's blood glucose was 166 mg/dl at the time of the incident. Customer stated that she is able to remove the plunger rod but it won't fill with just air pressure. Customer stated that she doesn't have an issue with the transfer guard. Customer stated that she couldn't fill the reservoir on (B)(6) 2016 and last night she also couldn't fill the reservoir. Customer stated that it doesn't happen very often. Customer had discarded the box for the 8 reservoirs she had issues with. Customer will be sent replacements.